Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported to the MFR through the device tracking form from the hospital that the patient's pump was exchanged, and a reason for the pump exchange was not provided. Additional information was received from the vad coordinator that the patient has had chronic mastoiditis for over a year and has been treated with oral and IV antibiotics. The vad coordinator said that to her knowledge the patient was not septic. The patient's inr ran higher due to the chronic infection. The patient was readmitted into the hospital and her ldh was in the 1400's. Prior to the patient's pump exchange, the pump stopped and started again. The cardiologist was present when the event occurred and a decision was made to exchange the patient's pump. During the pump exchange, the pump was found to be filled with pus and drainage. The hospital staff feels that this was from the mastoiditis. The patient is scheduled for surgery for the mastoiditis. There have been no issues with the new pump.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.